Event description:
A distributor contacted zoll to report that a (B)(6) year male patient had an open, bleeding skin irritation on his back. The patient reported using desenex on the affected area. During a follow-up on (B)(6) 2015, the patient's wife reported that they spoke to the patient's doctor an dhad decided to end use. The medical outcome of the skin condition is unknown.

Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully competed on skin-contacting subraces of the lifevest device as well as the blue (tm) defibrillation gel.